Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis and system risk analysis (sra). The DHR was reviewed for the specified lot and all process specifications were met before the release. Trending analysis by lot number was reviewed from 04/03/2016 to 09/30/2016 and trending was not exceeded. Retains testing was not performed since the ci strips changed color properly when an additional load with a ci strip from the same lot was processed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. There is insufficient information to determine an assignable cause at this time. DHR was reviewed and met all process specifications at the time of the release of the lot. Lot history for the previous six months revealed trending was not exceeded. Additionally, the product was not available for return so no visual analysis could be performed. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100_90, the correct lot number is 054611-01, the correct expiration date is 08/31/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100nx cycle. At the time of the call, the customer could not confirm what shade of orange the strip had turned to after processing. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information. (B)(4) capture the same event on separate product complaints. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00621 and 2084725-2016-00622.